Event description:
It was reported that the right ventricular (rv) lead had increasing noise. An x-ray was taken with normal results and the noise was unable to be reproduced in the clinic. At a subsequent follow-up visit, it was noted that oversensing and noise occurred on both the rv and the right atrial (ra) lead when pulling down on the device outside the body. There was no oversensing or noise seen on the leads when checked with the analyzer and the leads were tight in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. The grommet was damaged.